Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. The device did not meet performance specifications requirements relative to volumetric accuracy, which may be related to the increased intra-peritoneal volume (iipv) event that was found in the device logs during evaluation. The volumetric accuracy failure was 821.1ml; actual 774ml to 820.0ml is an acceptable range, therefore, this failure did not cause the iipv found during evaluation. The cause of the iipv was determined to be: insufficient drain, as one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. The device was forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 522:320:654:0000. It is unknown when this event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. Baxter?s review of the device event history confirmed that the reported condition interrupted delivery on channel a . The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available at this time.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 2. The patient's drain volume was 3933ml. The largest prescribed fill volume was 2400ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010 regarding the iipv found during evaluation. According to the nurse she was not aware of this event as the patient never reported it or symptoms of overfill. The nurse stated that the patient resumed therapy. There is no patient injury or medical intervention associated with this event.